Event description:
Pt underwent intrauterine insemination (iui) at fertility clinic using sperm treated with irvine scientific's sperm wash medium lot 998390402. Report states pt subsequently experienced pelvic inflammatory disease (pid). Pt was hospitalized for treatment with IV antibiotics. Pt has been discharged with continued oral antibiotic treatment.